Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, patient factors (hypertrophic and very small left ventricle) likely caused the perforation. It is believed that the super stiff guide wire caused the rupture during balloon aortic valvuloplasty (bav). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliates, after valvuloplasty was performed in a tf tavr procedure, hypotension occurred. Once the valve crossed the native annulus, severe hypotension was noted. Therefore, the delivery system was removed and the surgeon proceeded to perform a pericardiocentesis. After the ultrasound assessment it was evident that there was a cardiac tamponade, therefore, it was decided to open the patient¿s sternum. A left ventricular rupture was observed. The patient was placed on cardiopulmonary bypass to repair the ventricle. Finally, it was decided to perform an aortic valve replacement using a surgical 21mm perimount valve. The patient was sent to a regular intensive therapy in hemodynamic conditions, with an open sternum (packing) for subsequent closure when conditions improved. The next day, attempts were made to close the sternum in the intensive care unit and disconnect the pacemaker electrode. This resulted in asystole or cardiac arrest, shock and death. As per findings of the tavi team, the event was related to anatomical conditions since the patient had a hypertrophic and very small left ventricle. It is believed that the super stiff guide wire caused the rupture during valvuloplasty.

Manufacturer narrative:
Investigation is ongoing.